Manufacturer narrative:
(B)(4). A maquet field service technician investigated the device: he found that the light head was difficult to rotate, and that debris were falling from the joint where the light head attaches to the fork. The local biomedical engineer informed maquet that the brake screw was loose, causing it to grind inside the joint. He was able to replace the screw and return the light to normal operating condition. Maquet was not able to determine the reason for the loose screw, as the customer did not authorize maquet to perform further investigations.

Event description:
(B)(4)

Manufacturer narrative:
On (B)(6) 2015 12:37 pm (gmt-4:00) added by (B)(6) ((B)(4)): the customer has set up a temporary repair to keep the debris from falling into the surgical field until permanent repairs are made. The customer is going to perform the repairs. This investigation is on-going and the results will be included in a follow-up report.

Event description:
The customer informed maquet that the light is emitting debris from the junction between the fork and the lighthead. This was noticed after using the surgical light. No injury was reported, no event date given. (B)(4).